Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced an insulin flow blocked alarm due to bent cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for one day. Due to diabetic ketoacidosis (dka), the patient was subsequently hospitalized on (B)(6) 2026 with symptoms including headache. The duration of hospitalization was greater than twenty-four hours. The patient tested positive for ketones, measuring 4.5 mmol/l. During the hospitalization, the patient's blood glucose level was 30mmol/l and was treated with intravenous (IV) insulin infusion and insulin administered via pen. No further information available.